Manufacturer narrative:
H10: additional manufacturer narrative: this device is not available for return as it was sent to customer's own histology department. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 70-year-old patient with a valve model 7300tfx implanted in the mitral position underwent a valve explant surgery after an implant duration of approximately four (4) years due to severe stenosis. A non-edwards mechanical valve was implanted in replacement. Unfortunately, the patient passed away three days after procedure. Per response received, the physicians believe it is likely to be related to a patient's autoimmune or inflammatory condition and not directly valve related. Additionally, there may have been complications during initial anesthesia/induction in both operations.

Manufacturer narrative:
Based on further information received, added information to section b5, b7, d1, d4 (model number, serial number and expiration day), d6 (implant day), h4 (device manufacturer date) and h6 (type of investigation) and updated section h6 (device code), h6 (clinical code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including a history of autoimmune condition.

Event description:
Edwards received notification that a 70-year-old patient with a valve model 6900p33 implanted in the mitral position underwent a valve explant surgery after an implant duration of four (4) years and two (2) months due to calcification leading to severe stenosis (mean gradient 15-20mmhg; velocity 2.1m/s). The patient presented with dyspnea. A non-edwards mechanical valve was successfully implanted in replacement. Unfortunately, the patient passed away three days after procedure. Per response received the physicians believe it is likely to be related to a patient's autoimmune or inflammatory condition and not directly valve related. Additionally, there may have been complications during initial anesthesia/induction in both operations.